Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic vertical sleeve gastroplasty. During stapling of the stomach, the stapler did not trigger the load. The stapler did not fire. The surgeon could press the green button and squeeze the handle. To complete the procedure, another stapler was used. No patient injury or extension in surgical time. Patient status is alive, no injury.